Event description:
The customer reported, that an ambulance crew attending to a patient opened a quik-combo set of defibrillation electrodes; when removing the protective clear plastic cover from the gelled surface, the black backing pad separated from the white adhesive foam backing. This rendered the electrodes unusable. A second set of electrodes from a different batch were opened and used immediately. The reporter indicated that patient care was not affected.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.